Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the clinicians were having overfill/underfill problems. Per customer, "the med started at 1451, 625ml to be infused. When the med finally cleared the chamber, it was 1736 with 766.21ml infused (it was at 0 prior to starting the infusion as this is something I now check). After the 30ml flush, it was 1746 with 796.35ml infused." There was patient involvement but the impact is unknown. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.

Event description:
It was reported that the clinicians were having overfill/underfill problems. Per customer, "the med started at 1451, 625ml to be infused. When the med finally cleared the chamber, it was 1736 with 766.21ml infused (it was at 0 prior to starting the infusion as this is something I now check). After the 30ml flush, it was 1746 with 796.35ml infused." There was patient involvement but the impact is unknown. Although requested, additional information was not provided.